Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. Dark grey substance, e.g. Battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On 05/10/2017 to report experiencing 2 similar situations when pumping with the purely yours breast pump on (B)(6) 2017. In both situations, the customer had installed 6 aa batteries in the battery compartment of the pump base to power on her pump. She states black fluid leaked from the batteries into the compartment but in the last instance, she heard a strange sound from inside the pump base prior to batteries leaking. Customer reports coming in contact with the fluid when cleaning the battery compartment. She states no burn or injury when fluid touched her skin. Customer was overnight shipped a replacement purely yours pump base.